Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer loaded a new cartridge to address the issue and continued to use the pump for insulin therapy.